Event description:
It was reported that the patients lead was fractured, and patient experienced inadequate stimulation despite multiple reprogramming attempts. The leads had migrated and several contact showing impedances on the right lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7074018.

Event description:
It was reported that the patients lead was fractured, and patient experienced inadequate stimulation despite multiple reprogramming attempts. The leads had migrated and several contact showing impedances on the right lead. Additional information was received that all components were explanted. No further information has been obtained despite good faith efforts.